Event description:
It was revealed during a periodic review of the manufacturer's programming history database that the patient's vns was interrogated and upon re-interrogation seven minutes later, the output currents were found to be disabled. There was no indication of diagnostics or a programming being performed between these events. The tablet data for the generator was reviewed by the manufacturer. There was no data observed in the decoder data to account for the settings change and no diagnostics were recorded as being performed on these two dates. No additional relevant information has been received to date.